Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture and high and undefined impedance. The rv lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.